Event description:
Additional event information reported by the customer: -sampling from: endoscopy rinse water cfu: 4cfu/100ml; bacterial identification: unk; pseudomonas aeruginosa: not detected cfu per 100ml.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: test result date:2024/1/8 cfu: negative bacterial identification: no detection upon review of the customer supplied cleaning disinfection and sterilization practices (cds), there were no obvious deviations from the IFU that would affect device reprocessing. The device was evaluated where no abnormalities were found that could have led to positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 2 colony forming units (cfus) of pseudomonas aeruginosa.  All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed.  The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. During manual cleaning, the device passed the leak test, and the detergent used was nosozym. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was wassenburg bosin 2b with endohigh detergent and endohigh paa disinfectant. The water quality was controlled with a water filter, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by wiping with sterile paper, process of aer and not stored. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.